Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post left ventricular (lv) pacing. The patient had a loss of cardio-resynchronization therapy (crt) pacing due to the twos post pacing. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.